Event description:
Boston scientific received information that prior to the attempted implant of this lead, the chronic system was fully explanted. This lead was unsuccessfully placed after multiple attempts due to a difficult patient anatomy. The lead was removed and after the successful implant of a new right ventricular lead and pulse generator, a pericardial effusion and cardiac tamponade occurred due to a suspected perforation. No intervention was required and the device and right ventricular lead remain implanted an in service at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.